Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body was cut through. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), explanted: (B)(6) 2024, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), explanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), explanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead. H3: analysis of the electrical stimulation lead (serial number#: (B)(6)) found, that the lead body was cut through. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted:(B)(6) 2021, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-aug-2025, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 13-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). High impedances were reported. Patient requested battery replacement as well although not end of life and no issues with the ins. Doctor approved.